Manufacturer narrative:
Clinical investigation: based on the available information, the patient¿s hospitalization for hyperkalemia can be reasonably attributed to inadequate dialysis and potassium supplementation. The patient¿s inadequate dialysis can be attributed to noncompliance with performing manual pd exchanges when the patient experienced unknown alarms on the liberty select cycler. At the time of this clinical investigation, the liberty select cycler has not been returned to the manufacturer for product investigation/failure analysis. Therefore, it cannot be determined what exactly caused the unknown alarms and whether the cycler was performing as intended. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2019 for hyperkalemia. Details surrounding the patient¿s hospitalization are unknown as the discharge summary is not available. The patient was discharged home on (B)(6) 2019 and continues cycler assisted pd therapy. Per the peritoneal registered nurse (pdrn), the patient began pd therapy in (B)(6) of 2019 and has been using the cycler on their own for approximately 1 month; as prior the patient was training on the cycler in the pd clinic. While at home, the patient reportedly encountered various unspecified alarms with the liberty select cycler. It was reported that the patient was trained and instructed to perform manual pd exchanges in the event of any cycler issue. However, per the pdrn, the patient gets overwhelmed easily and is not compliant with the manual pd exchange method. Moreover, the nurse reported this patient has a past medical history of hypokalemia for which the patient was taking potassium supplements. The pdrn stated the patient¿s hyperkalemic event was associated with a combination of inadequate dialysis (due to non-compliance with manual exchanges in relation to concomitant cycler alarms) and the patient¿s supplement potassium therapy. The patient has reportedly been discontinued from potassium supplement therapy and has recovered from the event. Subsequently, the patient received a replacement cycler and reportedly continues pd therapy without further issues.